Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2011 and a sling was implanted. It was reported that she continued to experience pain, erosion of her internal bodily tissue, dyspareunia, infections, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent cystoscopy and bladder dilatation on (B)(6) 2014 by (B)(6), due to voiding dysfunction and interstitial cystitis. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 by (B)(6).